Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to being old and normal wear and tear. Lead exhibited increased out of range impedance numbers few times throughout the year. When the lead was connected to the new device during this patient's generator change/upgrade, r-waves dropped, and a lot of noise was seen. A new lead was successfully implanted. No additional adverse patient effects were reported.